Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving therapy via an implantable pump for unknown indications for use. It was reported that the pump logs showed a motor stall and motor stall recovery on (B)(6) 2022 it was confirmed that the patient had an MRI on that date.